Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer contacted the site, and the customer explained that some bearings had come out of the device. The customer was instructed to open the rear panel and inspect the rail. A full-height drawer was found to be missing a bearing cage on one rail; however, the customer was able to close the drawer and restore basic functionality. The field service engineer then found that the matrix rails were broken and replaced them. The customer tested the drawer by opening and closing it and verified proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station mha5n2 aux2 drawer 1 had broken and was failing off the rails. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.